Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: only the inspiratory tube of the affected rt204 adult breathing circuit was returned for inspection. The electrical resistance of the heater wire in the inspiratory tube was tested using a multimeter. Results: no fault was found with the returned inspiratory tube. The electrical resistance test result was within the required specification. Conclusion: all breathing circuits are electrically tested during production and those that fail are rejected. No fault was found with the electrical resistance of the inspiratory heater wire. There are many factors which can result in condensation build up within the humidified breathing circuits . These include equipment set up errors, such as incorrect positioning of the water trap, or effects of environmental factors (e.g. Air conditioning). When setting up humidified breathing circuits ensure that the instructions for use are followed and that the local environment is considered.

Event description:
A medical center in (B)(6) reported via a distributor that "a lot of condensation" was observed in the inspiratory tube of an rt204 adult dual-heated breathing circuit while it was being used on a patient. No patient consequence was reported.